Event description:
Colonic stent placed instead of intended esophageal stent. Realized within an hour and colonic stent was d/c'd and replaced by esophageal stent. The size and packaging of these two stents are almost identical.